Event description:
Cannula reportedly broke off and was seen floating down the IV line towards the hub of the IV site. Tubing was clamped off, per facility report, and there was no pt injury. The facility investigation showed that the spike, on the currently running IV, was intact but 2 other piggyback ivs had been given prior which made it impossible to determine which device broke. Apparently the user did not notice the broken spike when removing the prior piggyback or when inserting a new device into the same port, thus pushing the broken piece into the IV line.